Event description:
It was initially reported that the device had bad display board and cracked light tower. Bd received additional information. It was reported that the rn went to pause the pump module to allow them to change the line dressing as the patient was found to have their proximal post (IV line access) "out". However, the device allegedly would not allow pause. A second rn attempted but still unable to pause. Primary rn was able to delay the infusion to avoid loss of medication. It was found at this point that the bolus dose had about 30ml of medication remaining. The rn reviewed the chart to see when it was hung and found it was hung at 1731 at a documented rate of 666.7 ml/hr. At 1930, the rate that the remaining medication was at was 266ml/hr. Per report, the bolus dose had all infused within 2 hours since it had been hung as indicated by just about 30ml remaining in the bag. However, the clinician stated that this would not have been possible at a constant rate of 266ml/hr. (The rate displayed on the pump) as the volume to be infused was a total of 1000ml. Per report, it is unknown if the device malfunctioned, or the previous nurse had decreased the rate to avoid the line "running dry" (air in the line). The infusion was then stopped after a new pump module was obtained. Maintenance fluid was initiated shortly after. Per report, there was no delay to the 1-hour post bolus ammonia blood draw. The event occurred on 02 august 2024 at the pediatric emergency department. There was patient involvement but no harm. Bd received additional information. It was reported that the volume to be infused (vtbi) was 1000ml. Per report, the ordered infusion rate was 266ml/hr. However, 970ml was infused in 2 hours. The customer stated that the last preventive maintenance on the device was done in june 2019.

Manufacturer narrative:
Omit : other occupation. Correction : initial reporter occupation.

Event description:
It was initially reported that the device had bad display board and cracked light tower. Bd received additional information. It was reported that the rn went to pause the pump module to allow them to change the line dressing as the patient was found to have their proximal post (IV line access) "out". However, the device allegedly would not allow pause. A second rn attempted but still unable to pause. Primary rn was able to delay the infusion to avoid loss of medication. It was found at this point that the bolus dose had about 30ml of medication remaining. The rn reviewed the chart to see when it was hung and found it was hung at 1731 at a documented rate of 666.7 ml/hr. At 1930, the rate that the remaining medication was at was 266ml/hr. Per report, the bolus dose had all infused within 2 hours since it had been hung as indicated by just about 30ml remaining in the bag. However, the clinician stated that this would not have been possible at a constant rate of 266ml/hr. (The rate displayed on the pump) as the volume to be infused was a total of 1000ml. Per report, it is unknown if the device malfunctioned, or the previous nurse had decreased the rate to avoid the line "running dry" (air in the line). The infusion was then stopped after a new pump module was obtained. Maintenance fluid was initiated shortly after. Per report, there was no delay to the 1-hour post bolus ammonia blood draw. The event occurred on 02 august 2024 at the pediatric emergency department. There was patient involvement but no harm. Bd received additional information. It was reported that the volume to be infused (vtbi) was 1000ml. Per report, the ordered infusion rate was 266ml/hr. However, 970ml was infused in 2 hours. The customer stated that the last preventive maintenance on the device was done in june 2019.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Correction: annex b: b17 annex c: c20 additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Manufacturer narrative. Annex a: a1801, a09, annex g: g04037, g04090, annex b: b01, b14, annex c: c0601, c07. Investigation summary: the report of the device infusing at a different rate than expected and not being able to pause was not confirmed through a review of the device logs and was not replicated during laboratory testing. Functional testing was performed using programming steps from the reported event for a basic infusion. Five (5) pause keypresses were made during the infusion and the device would stop infusing as expected. The total infusion time calculated by dchu was approximately three (3) hours and 40 (forty) minutes with no issues observed. Results from a timed rate accuracy test demonstrated the device to be delivering fluid within specification. No issues of the device infusing at a different rate were observed. Review of the pump module event log observed that the earliest log entry for 02aug2024 was at 6:56 pm. At 6:56 pm, air in line limit was set to 250ul, accumulated air was set to ¿true¿ and occlusion retries were set to 5. The unit was selected for programing and a new rate of 500ml/h and a volume to be infused (vtbi) of 500ml for an unknown drug were set. Primary volume infused (pvi) for the incident infusion is unknown. At 7:00 pm rate was changed to 24.5ml/h at 7:38 pm a channel malfunction alarm was produced. At 7:46 pm user selected unit (invalid keypress). Internal and external inspection of the pump module found no irregularities. Per the alaris system user manual v12.1, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (RMA: 303568857) device opened for investigation. Please re-torque all screws. Incidental finding: the motor mount was found broken. Please replace motor mount. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device infusing at a different rate than expected and not being able to pause was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Note that imdrf annex a09, a1801, c07, c0601, d15, g04090, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was initially reported that the device had bad display board and cracked light tower. Bd received additional information. It was reported that the rn went to pause the pump module to allow them to change the line dressing as the patient was found to have their proximal post (IV line access) "out". However, the device allegedly would not allow pause. A second rn attempted but still unable to pause. Primary rn was able to delay the infusion to avoid loss of medication. It was found at this point that the bolus dose had about 30ml of medication remaining. The rn reviewed the chart to see when it was hung and found it was hung at 1731 at a documented rate of 666.7 ml/hr. At 1930, the rate that the remaining medication was at was 266ml/hr. Per report, the bolus dose had all infused within 2 hours since it had been hung as indicated by just about 30ml remaining in the bag. However, the clinician stated that this would not have been possible at a constant rate of 266ml/hr. (The rate displayed on the pump) as the volume to be infused was a total of 1000ml. Per report, it is unknown if the device malfunctioned, or the previous nurse had decreased the rate to avoid the line "running dry" (air in the line). The infusion was then stopped after a new pump module was obtained. Maintenance fluid was initiated shortly after. Per report, there was no delay to the 1-hour post bolus ammonia blood draw. The event occurred on (B)(6) 2024 at the pediatric emergency department. There was patient involvement but no harm. Bd received additional information. It was reported that the volume to be infused (vtbi) was 1000ml. Per report, the ordered infusion rate was 266ml/hr. However, 970ml was infused in 2 hours. The customer stated that the last preventive maintenance on the device was done in june 2019.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.